Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was higher than 400 mg/dl. Reportedly, customer went to the emergency room. The customer received intravenous fluids of saline and insulin. Customer was released from the emergency room the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.